Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had an unexpected restart alarm. Customer stated their temp basal was not programmed prior to the alarm occurring. The customer also stated the alarm was not recurring during normal insulin pump use. Customer's blood glucose was unknown. The customer was advised to monitor the insulin pump while a replacement arrives. No additional information provided.

Manufacturer narrative:
No error alarms were noted and the insulin pump passed the reset test and the self test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.